Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right common iliac artery. A 8.0mmx20mmx135cm (4f) fg sterling balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported. Patient was in good condition.

Manufacturer narrative:
Initial reporter address 1: (B)(6).